Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold and low flow alarm thresholds, how to recognize high watt alarms and low flow alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by patient.

Event description:
It was reported from the site that two week after initial implant patient was on extracorporeal cardiac life support (ecls) and intra-aortic balloon pump (iabp). It was stated that on (B)(6) 2017 the initial pump was exchanged due to suspicion of thrombus. During the night after the second implant, patient went back to operating room (or) for excessive bleeding. Patient came out with right side support and high dose of noradre, dobutamine and adrenaline. It was stated that mean arterial pressure (map) never went higher than 40 because of a significant vasoplegia. It was further stated that doctors decided to stop the therapy and patient expired on (B)(6) 2017. No additional information available.

Manufacturer narrative:
Additional information received: it was stated by the site that the pump would be returned, but that there would not be an autopsy done. No additional information available. Added new IFU for bleeding: the implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Corrected from previous report from (B)(6) 2017 to (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hvad pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the site indicated that the pump would not be returned as it remained implanted.